Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 10.0 x40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation device and positive pressure was applied; however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium or blood that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was again applied. A longitudinal tear in the balloon starting 10 mm proximal from the proximal marker band extending 55mm distally was identified. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and not calcified fistula in the left arm. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient is fine.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified fistula in the left arm. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.